Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn¿t get their patient programmer to work, because when they turned it on and tried to connect to the ins, the patient programmer showed the eos (end of service) code. Patient services reviewed the meaning of eos and redirected the patient to follow-up with their healthcare provider (hcp). When asking for the event date of the eos, the patient stated that they had been moving for the last couple of weeks and that there was some trouble going on so they couldn¿t get to their patient programmer because of where it was and where they were staying at. The patient stated that when they finally got the patient programmer back last night they couldn¿t get it to come on at all and they thought it was because the batteries were dead and that¿s why it wouldn¿t work. However, this morning the patient stated that when they put new batteries in, and eos message appeared. The patient stated that the ins quit working like a couple weeks ago when they didn¿t have the patient programmer with them and they thought it was because they were out of range from the programmer as they always carried the programmer with them. The patient mentioned that the programmer was over an hour away from where the patient was. The patient stated that they were told that the ins would last them 9 years. The event occurred in (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.